Manufacturer narrative:
The device has been returned and is currently under evaluation. Results will be submitted to the FDA in a follow-up report.

Event description:
It was reported that the doctor noticed haptic was kinked while the lens was advancing in the eye. The doctor enlarged the incision, cut the lens in half and removed. Sutures were not necessary. The backup lens was implanted with no issue. Patient has no complications and has normal post-operative course.

Manufacturer narrative:
The lens was returned to b+l for evaluation. Visual inspection found the lens is in three pieces. The optic has been cut or torn in half. One haptic is attached to each piece of the optic. Both haptics bent. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined. However it is possible that user related factors such as loading or handling techniques and/or procedural factors such as lens and inserter interaction might have contributed to the event.